Event description:
It was reported that thrombosis occurred. The patient was noted to be in sinus rhythm and on eliquis pre-procedure. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. Approximately two (2) months post index procedure, the routine follow up computed tomography (CT) scan showed no device related thrombus (drt) was present. Approximately three (3) months later, the patients medication was changed from eliquis to aspirin. 182 days post index procedure, the patient had atrial fibrillation recurrence and it was confirmed on transesophageal echocardiogram (tee) and computed tomography (CT) imaging that a laminar, immobile drt had occurred under the laa and ridge. The corrective action for the drt was placing the patient on direct oral anticoagulant (doac) medication therapy. There was no patient injury.